Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 40 minutes after the start of the prbc transfusion, leakage was detected at the connection between the tubing and the needleless connector. The patient received 74.5 ml of blood and the remaining 177.7 ml was wasted. An additional unit of prbc was required as a result of the event. No patient harm was reported.

Manufacturer narrative:
Additional information provided. The customer¿s report of leaking at the connection between the tubing and the needleless connector was confirmed. Initial visual inspection showed no damage or issues with the maxzero needleless connector. Examination under magnification showed that the connector¿s female luer had a vertical hairline crack running parallel to the direction of the fluid flow, along the connector¿s top and continuing along the threads. No scratches or tool marks were observed on the outside of the connector. No damage was observed on the primary set¿s male luer. Functional and pressure testing confirmed leaking from the engagement between the connector¿s female luer and the primary set¿s male luer. The cause of the leak was a crack on the female luer. The root cause of the crack was not determined.

Event description:
The customer reported that 40 minutes after the start of the prbc transfusion, leakage was detected at the connection between the tubing and the needleless connector. The patient received 74.5 ml of blood and the remaining 177.7 ml was wasted. An additional unit of prbc was required as a result of the event. No patient harm was reported.